Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) as it kept flipping. The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted. The patient was doing well postoperatively. No further information has been obtained.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) as it kept flipping. The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted. The patient was doing well postoperatively. No further information has been obtained. Additional information was received that the explanted device was discarded by the facility.